Event description:
It was reported that a small volume intermate device had white floating particles observed inside the reservoir of the device. This was found before patient use during storage, after compounding it with tazocin solution. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.